Event description:
It was reported by the physician that an atrioventricular (av) node ablation was performed for the patient with this right ventricular (rv) lead. Additionally, prior to the procedure, the rv lead exhibited a high and positional threshold of 3.5 to 4 volts at 0.4 milliseconds (ms). Following ablation, the threshold remained inconsistent, with the lead positioned high in the septum. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted a stretched-out helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported by the physician that an atrioventricular (av) node ablation was performed for the patient with this right ventricular (rv) lead. Additionally, prior to the procedure, the rv lead exhibited a high and positional threshold of 3.5 to 4 volts at 0.4 milliseconds (ms). Following ablation, the threshold remained inconsistent, with the lead positioned high in the septum. This rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.